Event description:
Reporter indicated that the patient has passed away as result of a possible heart attack. An autopsy was not performed. Further investigation revealed that the patient was implanted for depression. There were no signs to suggest suicide. Two attempts were made to obtain additional information (1-via u.s.mail, 1-via fax). However, none has been received to date.